Event description:
Customer reported an etoposide infusion finished too quickly; rn was called into the room for ail alarm and noticed the etoposide bag was empty in approximately half the time it should have taken to infuse. Rate 41.7 ml/hr; vtbi 567.5 ml. There were frequent ail alarms throughout the night. There was no report of pt harm or medical intervention. Although requested, no further pt or event info was provided. (B)(4).

Manufacturer narrative:
(B)(4). \ devices not rec'd, lot review only. The customer has requested an event log review. The event logs have been rec'd and the eval is pending. A f/u report will be submitted with investigation results once the eval has been completed.

Manufacturer narrative:
MFR's report date: (B)(6) 2015. The customer's report of an over infusion was not confirmed. A review of the pump module's event log for pump module sn (B)(4) showed that the device was programmed on 02/11/2015 at 7:13 pm to infuse an unknown drug at a calculated rate of 41.6667ml/h with an initial vtbi of 1000ml. Throughout the infusion, beginning at 7:28 pm until (B)(6) 2015 6:58 am, air-in-line alarms occurred; however, the infusions were able to be restarted. At 7:03 am, the device's channel off key was pressed. The last vtbi prior to when the device's channel off key was pressed was listed as 567.647ml. Based on the initial vtbi (1000ml) and the last vtbi noted (567.647ml), the remaining volume in the syringe should have been approximately 430ml. It is unknown why the infusion was manually ended before the infusion completed as programmed and what may have occurred with the fluid within the infusion bag. The root cause of the reported over infusion was not identified. No devices were returned from the customer for investigation.